Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Olympus singapore pte ltd inspected the device and confirmed the cp and dx boards were defective. Since the cp board controls the front panel, the reported event may have been caused by the loss of control of the front panel due to a cp board failure. In addition, since the dx board generates and outputs the sdi video signal, there is possibility that the sdi video signal was not output due to a failure of the dx board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; the reported phenomenon that the front panel froze and the front panel switches did not respond was reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the front panel of the device froze and the front panel switches did not respond. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that all the indicators on the front panel lit up and froze due to a printed circuit board failure. In addition, the sdi video signal was not output due to a failure of the printed circuit board and power supply unit.